Event description:
During the procedure, the nail encountered resistance, causing distraction of the fracture site, still under fluoroscopic control. An attempt was made to remove the nail in a controlled manner in order to reinsert a finishing reamer (smoothing reamer), but the nail fractured: the distal end, approximately 5 cm long, remained locked in the distal fragment of the humerus. The limb is immobilised using a resin babp device and close monitoring is planned. Dressings must be changed every two days and the stitches removed on day 14.